Manufacturer narrative:
Product support observations for tni recovery follow: elevated tni was observed with 29 of the 3 patient samples on the access and the triage meter. No false positive or high bias in tni recovery was observed with the control samples or the whole blood donors. No error codes or device issues were observed. Received 3 patient samples. Two of the patient samples had identical donor numbers, thus labeled 1a and 1b. Samples 1a and 1b yielded elevated tni results on the triage meter and the access. Not enough sample was provided to conduct hama testing. Sample 1a was 0.08ng/ml on the meter and 0.12ng/ml on access. Sample 1b was 0.10ng/ml on the meter and 0.14ng/ml on access. Patient sample 2 <0.05ng/ml/0.00ng/ml. No false positive or high bias in tni recovery was observed with any sample. No error codes or device issues were observed. All data points with the negative controls cal z and the whole blood donors samples were below the manufacturing cut off of 0.05ng/ml. All data points with cal h were within the manufacturing 2sd range, with a % recovery of 102% (within the manufacturing final release specifications). The customer complaint of a false positive tni value was not observed with any of the control samples or the 2 whole blood donors. Product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. As of (B)(4) 2011 there are 3 complaints on cardiac lot w49207. No correction action required at this time as no product deficiency was established.

Event description:
Customer alleges a false positive troponin I (tni) at 0.07 vs. Repeat <0.05 same sample. Whole blood from 1 patient. Control ran 30 (B)(6) 2011 - ok. Time sample collected is unknown. Sample tested time is unknown - result 0.07 tni. Retested on second device (time unknown) - result <0.05. Same sample was used for all three tests. Customer cutoff is 0.04 on triage meter. Customer explained they don't have a gray zone; anything >0.05 is acted upon. Sample appeared normal; no clots. Device appeared normal. Sample was not tested on any other analyzer. Device were at room temperature (20 degrees celsius) for 15 minutes. Patient was not on any medications. Patient's history is unknown. Patient was not admitted. Discharge diagnosis is unknown.